Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were witnessed; the top left and top right showed cold pixels but there was not any pixel drop. It was noted that the physician performed a biopsy prior to the ablation with at least 2 specimens taken. There were no patient complications reported in relation to this event.